Event description:
Customer reported the unit displayed 'minimum system shutdown'. The clinician switched to the bag position and ventilated the pt by hand. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.